Manufacturer narrative:
Patient information not provided by reporter. Additional product codes: gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 2.5mm drill bits broke into small fragments during a procedure. The small fragments of the drill bits remained in the patient which was confirmed via x-ray. There was no harm to the patient. There was a five (5) minute surgical delay. The procedure was successfully completed. The status/outcome of the patient is stable. This is report 1 of 2 for (B)(4).